Event description:
This file was determined to meet MDR reportability criteria based on product analysis results received on 9/26/2011. During the deployment of the smart control stent, the tuning dial kept rotating, the stent could not be deployed, and product analysis revealed that the distal tip was frayed, split and torn. The target lesion was in the left iliac and was described as calcified with 80% stenosis and heavy vessel tortuosity. Approach was via right femoral artery with a 6f ansel guiding catheter (cook, 55cm). The smart control (complaint product) was delivered over a radifocus guidewire (terumo, 260cm). After the stent could not be deployed, the stent delivery system (sds) was removed from the patient. The procedure was completed using another smart control device without difficulty. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
Concomitant medical products: 6f ansel guiding catheter (cook, 55cm), radifocus guidewire (terumo, 260cm). Complaint conclusion: during deployment of the smart control stent, the tuning dial kept rotating and the stent could not be deployed. The target lesion was in the left iliac and was described as calcified with 80% stenosis and heavy vessel tortuosity. Approach was via right femoral artery with a 6f ansel guiding catheter delivered over a radifocus guidewire. After the stent could not be deployed, the sds was removed from the patient. The procedure was completed using another smart control device without difficulty. There was no adverse event and the patient is in stable condition. Analysis of the returned product revealed that the distal tip was frayed, split and torn, however, it did not confirm tuning dial rotation difficulty. The cause of the damaged brite tip could not be conclusively determined; however it is likely that vessel characteristics and/or procedural factors and handling may have contributed to the event. The "rotation difficulty" condition reported by the customer was not confirmed as no resistance was felt on tuning dial during deployment process. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. One non-sterile unit of smart control 7 x 60 mm was received coiled in a plastic bag. The locking pin was not received and the stent was received at the correct location. The outer sheath was kinked at 1.2 cm from ID band and bent at 32.5cm from the distal end. The brite tip was damaged (frayed/split/torn). Blood residues were found on the hemovalve and distal tip. The functional analysis was performed per IFU. The deployment process started during initial rotation, and the tuning dial was rotated 25 times with no resistance and then stopped. It was not possible to rotate the dial further due to the length of the stent is 60 mm; using the tuning dial only 50 mm approximately are deployed, therefore the deployment lever movement must be performed to release the rest of the stent. The deployment process was completed successfully, no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "rotation difficulty" condition reported by the customer was not confirmed since no resistance was felt on the tuning dial during the deployment process. The cause of the damaged brite tip could not be conclusively determined; however, it does not appear to be manufacturing related. Controls and inspections exist in the final assembly and packaging processes to prevent this type of failure. Procedural factors and handling may have contributed to failure as reported. The cause of kinked condition found during the analysis could not be conclusively determined; however, it could be related to the coiled condition of the unit received for analysis. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time.